Event description:
Initial result for a pt calcium was 8.1 mg/dl. When repeated. The result was 8.9mg/dl. The incorrect result was not used to guide therapy. Account states that everything worked when they changed the reagent.